Event description:
An rn slipped on water on the floor while wearing the shoe cover 4852. While in the o.r. Preparing room for a case the nurse took a step and slid and fell on the floor using right hand for bracing. The nurse sustained a fracture to their right wrist and required casting. It has not been determined that the reason the rn fell was the shoe cover.